Event description:
Cellulitis [cellulitis], increased temperatures, range from 99 to 102 degrees [body temp increased], right knee feeling warm to the touch [joint warmth], right knee pain [arthralgia], right knee swelling [joint swelling]. Case description: a spontaneous report was received on (B)(4) 2011, from a consumer regarding a (B)(6) female pt, initials (B)(6), with severe osteoarthritis. The pt's medical history included a right knee arthroscopy surgery on (B)(6) 2011 and complaints of chronic right knee swelling and right knee pain since this surgery. On (B)(6) 2011, the pt initiated synvisc-one, 6 ml in the right knee. Two days after receiving the synvisc-one injection, the pt starting having increased body temps which ranged from 99 to 102 degrees fahrenheit. (B)(6) week(s) after synvisc-one, the pt was hospitalized and treated for cellulitis with IV (intravenous) antibiotics, toradol (ketorolac tromethamine), advil (ibuprofen), lortab (hydrocodone bitartrate), ice, and rest. The action taken with synvisc-one was not provided. The pt's outcome of the events of experienced severe right knee pain, swelling with right knee feeling warm to the touch, and increased body temp was not yet recovered as these were still ongoing at the time of the report. The outcome of cellulitis was not provided. Concomitant medications were not provided.

Manufacturer narrative:
Eval summary: the qa (quality assurance) investigation results were received on (B)(4) 2011. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product was not affected by the report.